Manufacturer narrative:
(B)(4). Additional information: the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Then additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Per user facility medwatch report form #(B)(4), during an unknown procedure; the doctor was using the device and the jaws would not open for the procedure. It is not known how the procedure was completed. There were no adverse patient consequences reported. One device will be returned.